Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the ins was dead and hadn¿t worked for a while. The hcp read from the patient¿s medical chart that the device was ¿no longer operational.¿ no further information about the event was provided and the date of the event was unknown. It was noted that the patient was hospitalized for some heart issues that were unrelated to the device or therapy. No complications related to the device issue were reported.